Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that both of these products were found broken. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device was received for examination, therefore the reported event could not be confirmed. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found one additional related report (B)(4) against the provided product code, lot number combination. When investigated, the additional report found the inserter likely failed due to cyclic bending loading, due to repeated slightly off-axis impactions, resulting in high stress low cycle fatigue crack initiation and propagation to failure. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.